Event description:
The physician performed a stent procedure in the ric using the acculink stent delivery system (the lesion was primarily located in the carotid bulb per account mgr); the physician was able to cover the lesion completely. In his attempt to capture the accunet, the physician met with difficulty when advancing a 2nd generation rc secondary to angulation in the carotid bulb. The pt's neck was rotated both ways in an attempt to better capture the accunet. The physician made a second atempt to recover the filter basket with a 2nd generation rc and was unsuccessful as the catheter kept hitting the proximal end of the sent. The physician post-dilated with a 5-20 balloon and was able to recapture the accunet using a generation 1 rc. The pt experienced symptoms of "vessel spasm." Treatment: nitroglycerine was administered and the pt improved, stabilized, responded to questions, and was able to follow commands. No additional info is available.